Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a pt related event.

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens but due to weakness in the capsule and weak zonules, the surgeon decided to remove the lens for an anterior chamber lens. The reporter stated there was some vitreous loss but a vitrectomy was not performed. The reporter stated it was unk if the capsule was torn but this facility uses a competitor's phacoemulsification system. The reporter stated this event was pt related and there was no malfunction of the lens.